Manufacturer narrative:
(B)(4). No hospital name, address ore contact person was provided in the maude report. Carefusion is unable to contact the customer for additional information or to request return of the affected product.

Event description:
Received customer's maude report from FDA, text states only "alaris infusion pump brain screen turned red and module read channel error." Event type is listed as injury, and event outcome is listed as required intervention, no details provided. No additional patient/event details were provided. Mw ref #5038334.